Event description:
It was reported that an arctic sun device had a black screen.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event was captured under tw record (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that an arctic sun device had a black screen.